Event description:
The customer contact reported the device did not alarm when the tubing was clamped distal to the device. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of lipids, at a rate of 0.8 ml/hr, and the delivery was started. No further programming parameters were provided. After approximately 2 hours, the nurse noted the roller clamp on the tubing set distal to the device was closed. No audible alarm tone was reported. The customer contact reported that the display was incrementing; however, no medication was being delivered. The nurse unclamped the roller clamp on the tubing set and the delivery was resumed using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)